Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, visual inspection as well as functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The survey conducted in italy. Results from the survey stated that adverse events pseudoaneurysm, allergic reaction/toxicity, embolism/thromboembolism, and medical intervention of IV medication , such as thrombolytic agent agent was reported. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported patient pseudoaneurysm', 'patient thromboembolic event', 'patient vasospasm non-serious', 'patient embolus' and 'patient allergic reaction', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
The survey conducted in italy. Results from the survey stated that adverse events pseudoaneurysm, allergic reaction/toxicity, embolism/thromboembolism, non-serious vasospasm and medical intervention of IV medication , such as thrombolytic agent agent was reported. No further information is available.

Event description:
The survey conducted in italy. Results from the survey stated that adverse events pseudoaneurysm, allergic reaction/toxicity, embolism/thromboembolism, non-serious vasospasm and medical intervention of IV medication , such as thrombolytic agent agent was reported. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.